Event description:
On april 11th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user re-link their sensor to allow the system to re-initialize and converge faster. Post re-link, the system was still stabilizing after insertion with some differences in the bg/sg due to the lag between bg and sg inherent to the sensing technology. The user was advised to continue using the system as they should see improvement soon. Per dms review, the user was using the system with up-to-date information.